Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump is not calculating correctly. According to the reporter, he was at work and could not provide any more information. The issue was not resolved. Animas made 3 attempts to contact the patient but was not successful. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the unresolved pump calculation issue.